Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during prime of peritoneal dialysis (pd) therapy. During troubleshooting for an unrelated alarm, the patient re-primed the line using the same supplies as the previous therapy. The technical services representative advised the patient to start over with new supplies or drain manually. There was no patient injury or medical intervention associated with this event. No additional information is available.